Manufacturer narrative:
As reported, the patient developed infection post-implant of the bard/davol 3dmax mesh, fixated using the bard/davol capsure fixation device, underwent an explant procedure and is being treated with antibiotics. A photo of the explanted mesh was provided, which shows multiple pieces of mesh with some tissue attachment, which is expected from a mesh that had been implanted for 1 year. Capsure fasteners are visible on and affixed to the mesh as well as free from the mesh itself. However, the photo evaluation does not assist in determining a root cause for the reported event. As reported, the sample culture was negative. Based on the information provided to date, no conclusion can be made. Infection is a known inherent risk of surgery and is listed as a potential complication in the adverse reactions section of the instructions for use (IFU) supplied with this device. A review of the manufacturing/sterilization records, was performed and found that the lot was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of 640 units released for distribution in march, 2019. This MDR represents the bard/davol capsure (device #2). An additional MDR was submitted to represent the bard/davol 3dmax (device #1). Should additional information be provided, a supplemental MDR will be submitted.

Event description:
It was reported that, on (B)(6) 2019, a male patient underwent laparoscopic inguinal hernia repair with a bard/davol 3dmax mesh and was fixated using a bard/davol capsure fixation device. As reported, about 1 year post implant, the patient developed mesh infection. The patient was treated with IV-antibiotics and responded; but the patient became symptomatic when the antibiotics were stopped. The mesh was explanted on (B)(6) 2021. Pus was noted around the mesh and the sample was sent for culture. The patient was discharged and is currently on full diet and on ceftum (cefuroxime) antibiotic, with 2 drains (one in pelvis and one intraperitoneally) placed. As reported, fluid is being drained and the pus culture was negative.